Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. A power on reset (por) was noted to have occurred (B)(6) 2013 which cleared all implant data. "Firmware initiated a por with no reason code" initiated. The por disabled telemetry c. The analyst indicated that longevity calculation was not performed. Concomitant products: 419688 implantable pacing lead (B)(6) 2011; 6944-65 implantable tachy lead (B)(6) 2011; 6725 adaptor (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a firmware error message/code. Por occurred on 2013-03-27. "Firmware initiated a por with no reason code" indicated. Por diababled telemetery c. Por cleared all implant data.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow up was not able to gain any additional information. No patient complications have been reported as a result of this event.